Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, the pump powered on to the verify screen with auditory and vibratory alarms. The audible alarm was within specifications. The pump cover was removed to find no intermittent conditions or defects to the piezo. An intermittent sound condition was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.